Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had been having issues charging their implantable neurostimulator (ins) for the past 3 days and getting a software problem 1-intellis; 2 - 3.6; 3 - 1056; 4 - qppeg.c. Patient mentioned that a message keeps saying terminated the charging session of their ins and doesn't get past 30%. Patient stated that their screen went white and unresponsive then getting a "batteries low, replace the controller batteries soon" message. Patient mentioned something about their back "turning back on" like it had a mind of its own; agent understood they turned it back off. Agent had the patient to reset the controller. Connected the recharger (agent could hear what sounded like the patient cleaning connection points in the background "like an old 80s videogame"); patient getting a batteries low, replace controller batteries soon message then the controller went unresponsive while recharger is connected again. Their controller battery is 100%, but doesn't let them charge their ins. Patient observed equipment; no visible damages. Patient noted the recharger was no longer making "fax machine noises" (agent understood the relay box was not making noise). The issue was not resolved. Agent sent a request to repair for recharger replacement. Patient stated that they have a new doctor at grandview family practices but they don't know the name. Patient mentioned they thought they had "gone through all the pieces" as prior replacements ¿ mentioned specifically recharger and controller replacements (see case history). Patient mentioned they may want to just meet with someone again like they had in the past (agent understood representative). Patient said they wear compression socks, and when they have stimulation on it was like they have legs again.